Manufacturer narrative:
The investigation for the hemolysis has been completed. The pump was not returned for investigation. Data logs were not retrieved due to missing pump and console information. According to the clinical report, the patient had concerns about hemolysis during the case and it was resolved after pump removal. The cause of the hemolysis issue was not determined since product was not returned and sufficient clinical information was not provided. Added-e1 facility name corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ desai, a., sharma, s., luce, c., ruiz, j., & goswami, r. (2024). Case report: unmasking sustainable left ventricular recovery in chronic heart failure with axillary temporary mechanical circulatory support. Frontiers in cardiovascular medicine, 11. Https://doi.org/10.3389/fcvm.2024.1407552.

Event description:
A publication was received from abiomed japan on 2024-10-09 entitled "case report: unmasking sustainable left ventricular recovery in chronic heart failure with axillary temporary mechanical circulatory support" in which an impella 5.5 pump support for a 50 year old female at mayo (florida) had impella support while being considered for transplant. There was an ae noted "an acute rise in lactate dehydrogenase (ldh) was seen on impella day 22, suggesting ongoing hemolysis despite systemic anticoagulation, a marker indicating an elevated risk of pump thrombosis."